Event description:
Reportedly: upon interrogation of the pacemaker on (B)(6) 2016, the programmer displayed a message stating that the device memories (aida) were not activated. None of the expected aida data was displayed or available during the follow-up. The user attempted to program aida and a message was displayed, stating that aida programming failed. During this initial interrogation, the telemetry head was temporarily not properly positioned. Then a new session interrogation was performed, and a message stating aida had been programmed was displayed. Subsequent new session interrogations behaved as expected.